Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found a battery data and longevity estimator issue. Battery status shows used battery capacity of 1559.5 mah. Device battery longevity not calculated due to programmer software not expecting used battery capacity greater than the assumed maximum deliverable battery capacity of 1550 mah.

Event description:
It was reported that when interrogating the implantable pulse generator (ipg) a message appeared indicating there was a battery calculation error. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.